Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer questioned elevated cell-dyn emerald platelet (plt) results generated for a pediatric patient. Sample: platelet results of 590 and 751 k/ul. Sample: platelet results of 684 and 1178 k/ul . No adverse impact to patient management was reported.

Manufacturer narrative:
The investigation included a review of product historical data and product labeling. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any adverse trends or abnormal complaint activity. Labeling was found to be adequate for the complaint issue. Based on the information provided, the issue of elevated plt results was resolved with calibration performed by service. No product deficiency was identified.